Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient¿s medical history included chronic pain. On 18-jun-2019 it was reported that a possible infection of the pump pocket/incision was reported. There was redness and the wound was not closing properly. The patient received her pump implant on (B)(6) 2019 and came in for a postoperative wound check on (B)(6) 2019. The clinic noticed the incision was slightly open at the time of her wound check. They prescribed antibiotics and wanted the patient to come back in 48 hours. The patient did not fill her prescription and did not show up to her appointment 48 hours later. The patient was scheduled for surgical intervention on (B)(6) 2019 and the physician removed some of the incision tissue, irrigated the pocket and re-closed the patient¿s incision. They also took cultures of the wound to check for infection. The issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated on (B)(6) 2019 the patient was in clinic for a wound check and poor wound healing was noted. The pump pocket was noted with detached edges, but no signs or symptoms of an infection. The patient was told to keep it covered with a 4x4, keep it clean, and continue antibiotic. On (B)(6) 2019, the patient was in clinic for a wound check and poor healing scar with eschar in the central aspect and wound dehiscence was noted. The patient was added to the surgery schedule for resection of the scar and re-closure to prevent infection. Surgical intervention occurred where the pump pocket was revised. Surgical examination noted wounds to be "pristine without any sign of infection." On (B)(6) 2019 the patient was in clinic for a wound check and initial labs from (B)(6) 2019 came back positive for pseudomonas aeruginosa, but the final labs on (B)(6) 2019 showed no growth. The patient was following up with hcp at hospital. On (B)(6) 2019, the patient was in clinic for a wound check and the wounds were not to be healing well with no signs or symptoms of infection. The patient will remain on antibiotics until they see they see the hcp. On (B)(6) 2019, the patient was in clinic for a pump fill and the patient reported doing great and feels pain relief. There were no signs or symptoms of infection at that visit. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was possible pump pocket infection. The etiology of the event indicated the relationship of the event to the device or therapy was unlikely related and indicated the relationship of the event to the implant procedure was possibly related. The incision site/device tract was pump pocket. No further complications were reported/anticipated.